Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's main board. Unit was safety tested to factory specifications.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected gas monitoring. No patient injury was reported.